Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case # (B)(4)) in united states on (B)(4) 2015 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2013. The consumer got pregnant with essure implant placed and her daughter was born at (B)(6) gestational age due to the device. Essure was removed on b)(6) 2014. Product technical complaint investigation was received on (B)(6) 2015: the bayer ptc global reference number is (B)(6). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, got pregnant and her daughter was born at (B)(6) gestational age. The first event, seen as premature labour, is serious due medical importance and unlisted in the reference safety information for essure, while pregnancy is non-serious and listed. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Also, prematurity is defined as a birth that occurs before 37 completed weeks of gestation. In this case, limited information was provided. Therefore, the device inefficacy cannot be excluded and the pregnancy and its complication, prematurity, are assessed as related to essure. Considering the prematurity is a serious injury and the essure was removed (required intervention was implied), the case is regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up from 11-jun-2015: follow-up attempts were done, with no response to date. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, got pregnant and her daughter was born at (B)(6) of gestational age. The first event, seen as premature delivery, is serious due medical importance and unlisted in the reference safety information for essure, while pregnancy is non-serious and listed. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Also, prematurity is defined as a birth that occurs before 37 completed weeks of gestation. In this case, limited information was provided. Therefore, the device inefficacy cannot be excluded and the pregnancy and its complication, prematurity, are assessed as related to essure. Considering the prematurity is a serious injury and the essure was removed (required intervention was implied), the case is regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs